Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign matter could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿stiff angulation¿ was confirmed. The device evaluation found remnants of white crystallized contamination believed to be an infacol (simethicone) type product was evident within the air and water channels. Additionally, the light cover glasses and optical cover glass were chipped. The glasses and distal end adhesive were worn-out. The aspiration housing colored ring was worn-out, the number 1 button was worn-out. The suction connector had water ingress, and the angles were straining. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported stiff angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: white contamination possibly simethicone type product. There were no reports of patient or user harm associated with this event.